Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of atypical power cable disconnect/low voltage alarms, and the system controller¿s power cables looking swollen with discoloration, were both confirmed. The log file captured a few atypical powers cable disconnect alarms on (B)(6) 2025. These alarms appeared to have been caused by the voltage within the white power cable briefly fluctuating below the alarm threshold. A few low voltage hazard alarms were also observed when the black cable was disconnected from power while the atypical power cable disconnect condition was simultaneously active in the white cable, and each alarm resolved within a few seconds when power was restored. No other notable events were observed, and the pump operated as intended throughout the data. The returned system controller (serial number (B)(6) was observed to have a swollen area with blue discoloration on its black cable upon arrival, near the connector-side bend relief. The controller was functionally tested and performed as intended, and atypical alarms were not reproduced throughout all testing, even when the power cables were manipulated. The wires within the power cables were also measured for continuity and were found to have appropriate resistance values. The power cable jackets were stripped, and fluid ingress was observed throughout both cables, which caused the cables to appear swollen and discolored. The root causes of the fluid ingress within the controller¿s power cables, and the observed voltage changes within the log file that resulted in atypical alarms, were unable to be conclusively determined through this analysis. However, fluid ingress within the power cables could cause atypical alarms to occur. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to respond to alarms that sound from their controller, including power cable disconnect alarms. The heartmate 3 patient handbook (section 10 safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient appeared in clinic with low voltage alarms and power cable disconnects. After inspecting their equipment, the site noticed both of their power leads looked full or swollen. Their black power lead had a blue tinted bubble forming on it. The site wanted to send the system controller and modular cable to be inspected because there was no visible external damage that would have let moisture in. The modular cable was exchanged due to the oxidation in the system controller. The alarms resolved after the equipment was exchanged.